Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3413 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported by healthcare professional "I placed a single lumen PICC on 5/5. I did not see a bend in the wire before inserting it, and the catheter went in with no resistance. When I pulled the wire out, there was a fairly significant bend in the wire."

Event description:
It was reported by healthcare professional "I placed a single lumen PICC on 5/5. I did not see a bend in the wire before inserting it, and the catheter went in with no resistance. When I pulled the wire out, there was a fairly significant bend in the wire."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed but the exact cause remains unknown. One 3cg stylet t-lock assembly was returned for evaluation. The white tether wire appeared to have been trimmed prior to return. A sharp bend in the metal core wire was observed 9.4 cm from the distal end. Slight curvature was noted in the polyimide tubing; however, no apparent kinks were noted. The event description indicates that no bends or resistance was noted prior to and during use of the device which suggest the bent likely occurred after use. Removal at a sharp angle and bending during handling are likely contributing factors. Since the bend was found to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.